Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, a r-wave amplitude measurement issue, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead threshold had risen since implant and was now high. Additionally, the lead¿s bipolar sensing had decreased. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.